Event description:
It was initially reported that the device failed to deliver energy at the 100 joule level during testing. The device was able to deliver 360 joules. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device logged multiple event codes and would not deliver defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device at the failure analysis center and verified the reported failure. Physio determined the cause of the failure to be due to an open high energy storage capacitor. The customer was provided with a replacement device.